Event description:
During a follow-up evaluation, a patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in both flanks. The patient confirmed this stimulation change developed over time. Troubleshooting was performed including reprogramming and x-ray imaging to confirm no lead migration. A lead revision procedure was completed to resolve the reported event.

Manufacturer narrative:
The lead remains implanted. It was confirmed that no lead migration occurred and that a revision to reposition the leads was completed to resolve the reported event. Without the return of the device, it is not possible to reach a definitive root cause for the unintended change in stimulation. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include suboptimal placement, which may result in undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿